Event description:
After removing the brite tip from the pouch, and flushing the guide catheter, the physician inserted it into the sheath and delivered it to the vessel. In order to cannular the vessel the physician was applying torque to the guiding catheter, however, the shaft kinked and nearly separated at the hub. "The physician had an experience with the shaft neraly breaking during the twisting of the shaft."

Manufacturer narrative:
The target lesion was a de novo mid left anterior descending iwth 75% stenosis. Radial approach was chosen for the procedure.